Manufacturer narrative:
Corrected data: h6- off-label:1494 should be added for correction; history of binocular amblyopia, binocular nystagmus. Claim#(B)(4).

Manufacturer narrative:
Work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -11.0/3.0/093 (sphere/cylinder/axis) was implanted in the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was explanted due to glare and halos. The problem was resolved. Cause of the event is unknown.